Event description:
A report was received from a doctor in germany that a memorylens had been implanted in the patient's right eye in 2000. The doctor explanted the lens in 2001 due to "dullness" of the lens. The lens was replaced with another lens. There were no complications reported during the explant/implant procedure. The patient's prognosis was reported as good. The doctor stated that he felt this incident was lens related.